Event description:
It was reported that the insulin gauge was inaccurate; however, this was due to the customer not loading the cartridge onto the pump. Cts educated customer on the load process. Reportedly, the customer's blood glucose (bg) level was displayed as "high"; however, a specific value was not provided. Customer administered a manual injection to address bg. Customer continued to use the pump for insulin therapy.